Event description:
It was reported that removal difficulties and a spline brake occurred. A intellamap orion catheter was selected for a right atrial tachycardia mapping procedure. After approximately 20 minutes of mapping time the physician recognized a resistance while withdrawing the catheter from the patient. It was observed that one spline of the catheter was partially broken at the proximal end of the spline. The procedure was completed with another device. The procedure was finished successfully without any patient consequences.

Manufacturer narrative:
Visual inspection revealed that spline 6 was pulled from under the red collar with adhesive present on both adhesive points. And that the was a kink approx. 6cm from the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that removal difficulties and a spline brake occurred. A intellamap orion catheter was selected for a right atrial tachycardia mapping procedure. After approximately 20 minutes of mapping time the physician recognized a resistance while withdrawing the catheter from the patient. It was observed that one spline of the catheter was partially broken at the proximal end of the spline. The procedure was completed with another device. The procedure was finished successfully without any patient consequences.